Event description:
A customer contacted beckman coulter regarding erroneously elevated troponin (accu tnl) results from two (2) different patients that were generated by the access instrument. The elevated accu tnl result from patient a was 2.43ng/ml. The elevated accu tnl result from patient b was 7.23ng/ml. The accu tnl results were not reported out of the lab. The customer indicated that patients (a and b) original samples were tested for accu tnl on another instrument in their lab. The accu tnl result from patient a was 0.03ng/ml. The accu tnl result from patient b was 0.01ng/ml. The customer then repeated the accu tnl test on the access instrument using the patients (a and b) original samples. The repeat accu tnl result was 0.02ng/ml for both patients. No additional event information was provided. The customer indicated that there has been no change to patient treatment attributed to or connected with this event.